Event description:
It was reported that the ilet user experienced low blood glucose after eating before bed without announcing the meal, with glucose values ranging from 57 mg/dl to 216 mg/dl. Symptoms included hypoglycemia, hyperglycemia, and irritability. Outcomes included serious injury requiring unexpected medical intervention in the form of oral glucose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem associated with a missed meal announcement, related to the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.